Manufacturer narrative:
G4:26apr2021. B4:27apr2021. The bench repair technician evaluated the device and confirmed the reported problem. The solenoids and da pcba will need replacement. It was also observed that there were cracks in the front, rear, and cap bezel and will need to be replaced. The bench repair technician replaced the solenoid valve & data acquisition pca and the front and rear bezel and endcap to resolve the reported problems. After this repair, the unit was confirmed to be operating within the manufacturer's specifications and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 08mar2021 .

Event description:
The customer called into technical support (ts) reporting that the device is displaying proximal pressure sensor auto zero failed error code message. The customer reported there was no patient involvement at the time the issue was discovered.